Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. Customer states that they experienced high blood glucose level of 400 mg/dl after the alarm. The customer had symptoms such as not feeling well and treated with the insulin pump. Troubleshooting was performed. Customer reported that the no delivery alarm was resolved by changing the reservoir and infusion set. The infusion set will be returned for analysis.